Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 30, 33 and 160 mg/dl. Tests were done within 10 minutes. Patient using expired srtips. Patient cleaning meter incorrectly and cleaning fingers with alcohol before test. No further information has been reported.